Event description:
It was reported by bfarm that following a coronary angiogram, an angio-seal was used to seal the femoral arteriotomy. The pt experienced a femoral artery occlusion. The physician reporting the event is not the deploying physician.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.